Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has stopped responding to sound with the device. The patient previously benefitted from the device and could repeat ling sounds. No incident or trauma was reported. Further intervention is considered.

Manufacturer narrative:
Additional information: based on the information received, it appears there is a problem with the active electrode, most likely caused due to excessive mechanical stress to it. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device has been reportedly explanted in (B)(6) 2016, however the concerned device has not been received for investigation yet.

Event description:
The patient has stopped responding to sound with the device. The patient previously benefitted from the device and could repeat ling sounds. No incident or trauma was reported. The patient was re-implanted.

Manufacturer narrative:
Based on the information received, it appears there is a problem with the active electrode, most likely caused due to excessive mechanical stress to it. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient has stopped responding to sound with the device. The patient previously benefitted from the device and could repeat ling sounds. No incident or trauma was reported. Further intervention is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact along with damages caused by micro movements due to repeated external mechanical impacts, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly stopped responding to sound with the device. The patient previously benefitted from the device and could repeat ling sounds. No incident or trauma was reported. The patient was re-implanted.